Manufacturer narrative:
A follw-up report will be submitted upon completion of the investigation. Although requested, the information regarding patient involvement at the time of the event was not provided.

Event description:
It was reported that the ventilator was in inoperative stated when powered on. The ventilator was alarming. There was no patient harm or injury reported.

Event description:
It was reported that the ventilator was in inoperative stated when powered on. The ventilator was alarming. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the device. The evaluation result indicated that the ventilator powered on but with no display and alarming. The fse replaced the graphical user interface (gui) assembly to address the issue. The ventilator passed all tested and operated within the manufacturing specifications.